Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged ar-3641-1 serial/batch number (B)(6) was received for investigation. No functional testing was performed on this device, as it was received with the inserter tip bent. Visual evaluation revealed that the inserter tip was bent. Evaluation of the returned suture system found that the suture was broken. The most likely cause for the reported failure is a user error. Excessive force on the shortening suture strands may break the strands.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the suture of the device tore while tightening the loop. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.